Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced higher-than-expected insulin use leading to cartridge changes earlier than the expected duration, along with episodes of overnight low glucose requiring oral carbohydrate treatment; educational troubleshooting covered potential poor absorption at infusion sites and the impact of recent hyperglycemia on insulin delivery, and site rotation guidance with placement images was provided. Symptoms included hypoglycemia with glucose readings down to 52 mg/dl. Outcomes included medication intervention with oral glucose to address low and urgent low soon events. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component-specific issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.